Event description:
It was reported that a technician trained in the use of the starclose se device attempted arteriotomy closure of the right common femoral artery after a diagnostic procedure. Reportedly, during device deployment, the sheath was carved by the clip delivery tube. The device was removed and manual compression of over 30 minutes was applied to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A review of the device history record did not produce any findings relevant to this report.